Event description:
It was reported this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised the caller to continue to monitor the issue. The lead remains in use. No adverse patient effects were reported.